Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter is confirmed and appears to be manufacturing related. Two photo samples of a powerpicc catheter were provided for evaluation. Both images appear to show the same damaged region on the catheter between the 28cm to 33 cm depth markers. The catheter appears to be compressed and flattened. The surface has a matte finish. The condition of the kit tray packaging is unknown. Based on the condition of the catheter depicted in the images provided, the catheter appears to have been caught in the sealing area during the manufacturing process; therefore, the complaint is confirmed. Bd is working with the manufacturing facility to prevent further reoccurrence of the reported event. H3 other text : evaluation findings are in section h.11

Event description:
It was reported during the passage of a PICC catheter when testing the catheter before starting the procedure, it was observed that the lumen was ruptured (torn).

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refu3854 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported during the passage of a PICC catheter when testing the catheter before starting the procedure, it was observed that the lumen was ruptured (torn).